Manufacturer narrative:
The esu and the involved monopolar cable (part number 20192-119, lot number 09/10) were thoroughly inspected/tested. The findings were as follows: esu. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Finally, no anomalies were found in the device history record (DHR) of the device. In conclusion, no problem with the esu was found that would have caused or contributed to the event. Monopolar cable the cable is/was 9 years old. An inspection of the cable revealed several areas in which the sheath was damaged. A continuity test showed a loose of contact near the side of the cable's plug. There were no material or manufacturing defects. Most likely, there were many factors involved in the reported event. The condition of the cable along with a setting being too high may have caused the incident. The notes on use of the cable instructs medical personnel to check the insulation for damage and perform an electrical continuity test prior to every use. Personnel are not to use a compromised cable. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in an endoscopic mucosal resection (emr) of the duodenum. During a 5 to 6 second coagulation in the soft coag mode, there was a sudden current discharge resulting in a deep cut in the muscularis layer of the duodenum. A delayed perforation occurred in the duodenum and the patient had to undergo surgery to treat the perforation.